Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 1 minute: 418 mg/dl (mobile system) and 62 mg/dl (professional meter). Customer was feeling "exhausted and tired" at the time of these results. Paramedics treated customer with sugar water. Customer was not transported to the hospital. Customer has since recovered and is currently feeling fine. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6); while this product is not sold in the united states, it is like or similar to a product marketed in the united states.